Event description:
It was reported that a tsb235 was used during an endoscopic diverticulotomy. It was reported by the affiliate that there was an easy access of 2cm pouch with well defined cricopharyngeal bar. On the first firing, no staples were deployed, but the cp bar was partially cut. The device was immediately reloaded with a new cartridge and engaged again. On the second firing, staples partially ejected but no further incision into the cp bar. Procedure abandoned due to hematoma etc, and managed conservatively.